Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was reported to be due to a broken ovarian cyst. On the same day as the onset, the patient was hospitalized for the event. On an unspecified date, the patient was treated with unspecified antibiotics. Fourteen days after event onset, antibiotic treatment was sopped and the patient was recovered from the event. No additional information is available.